Manufacturer narrative:
The product has been requested for eval however it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) stating "sleeve doesn't enter into the incision. No pt impact. They had to change the sleeve."